Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was able to be duplicated. Service will recalibrate device to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited an error code 46181. No adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement; issue was found during testing.